Manufacturer narrative:
(B)(4). Evaluation summary: examining the fracture site shows signs of failure that indicate a single, large bending load is what caused the failure. In short, the evidence at the fracture indicates an overload fracture most likely resulting from a bending moment applied to the part. Additionally, no clear signs of torsional failure were found to exist at the site. This failure would most likely result from applying a load to the driver at an off-axis and/or applying a large force perpendicular to the driver's shaft creating a bending moment that caused the fracture. The probable cause of the complaint appears to be improper use. As returned, the hex feature of the screwdriver has fractured at its base. Aside from the fracture, the instrument appears to be in good condition. The instrument has a potential field age of approx 21 months and meets print specifications. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the tip of the screwdriver broke off while extracting screws and had to be retrieved.